Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer received failed battery test. The customer's blood glucose level at the time of incident was 399mg/dl. Troubleshoot was conducted and the device alarmed for failed battery test. The customer states they would be obtaining new battery to test. The customer would be calling back at a later time.